Event description:
Customer received a result of 7.7 mmol/l on the aviva system, and a result of 15.5 mmol/l on the mobile system within 10 minutes. On a different date the customer received a result of 10.0 mmol/l on the aviva system, and a result of hi (greater than 33.3 mmol/l) on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in the mobile system (lot number 278251, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.